Manufacturer narrative:
Sections with additional information as of 26-july-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were returned. Defect found on returned meter - e-7. Reported defect not reproduced on returned strips. Product evaluation has been completed. R&d investigation has been completed and root cause selected. Retention strip lot tested within specifications, root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were returned - product evaluation in-process. Note 1: manufacturer contacted customer in a follow-up call on 16-jun-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Additional blood tests were performed using the true metrix meter; result(s) undisclosed. Note 2: manufacturer contacted customer in a follow-up call on 26-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint low blood glucose test results and error message (e-5). The customer is concerned with test results from results obtained of 56 mg/dl am fasting. Customer stated the result had been obtained the day prior to the call and that she was not experiencing any symptoms at the time. The customer¿s expected blood glucose test result range was not disclosed. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/31/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history. At the time of the call the customer was confused and reported not feeling well. Customer did not specify symptoms but did state that it was related to diabetes and that she would contact her doctor. Manufacturer contacted customer later the same day (06/15/2023): customer stated that she was feeling a bit better and that she had contacted her doctor's office. Customer stated she had spoken with the nurse who had advised customer she would change the customer's upcoming scheduled july appointment to (B)(6) 2023.